Event description:
The account generated (B)(6) on a patient with (B)(6). On (B)(6) 2015, the patient tested (B)(6) using lot 44502li00. Additional testing showed (B)(6). No impact to patient management was reported.

Manufacturer narrative:
This product is being filed on an international product, list number 6c29, that has a similar product distributed in the u.s., list number 6l27. (B)(4). A followup report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
Ticket searches determined that there is normal complaint activity for the architect (B)(6) igg likely cause lot number and the tracking and trending report review determined that there are no related adverse or non-statistical trends identified for the complaint issue. A retained kit of architect (B)(6) -igg reagent, lot number 44502li00 was tested in a specificity set-up. All control values and additional replicates of defibrinated hav negative human plasma met specifications and the results were in the typical range and no false reactive results were obtained. A review of the product labeling concluded that the issue is sufficiently addressed. Additionally, a review for non-conformances and deviations associated with the affected lots was performed. This review did not identify any non-conformances or deviations. Based on these data, the product is performing as intended and no product issues were identified.